Manufacturer narrative:
The event date represents the date of admission for the pump exchange. The onset date of the persistent driveline infection was requested but was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) due to a persistent driveline infection. The patient's pump, inflow conduit and outflow graft were replaced. It was reported that none of the explanted components would be returned.